Event description:
Boston scientific received information that this right ventricular (rv) lead was found to have dislodged after the pocket was closed. The pocket was reopened, the lead was removed and a new rv lead was successfully implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
This lead was explanted and will be returned for laboratory analysis. Once analysis is completed, this report will be updated.

Manufacturer narrative:
Upon receipt in our (B)(4) laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess the electrical performance and insulation integrity of the lead. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.